Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent removal of mole due to mixed urinary incontinence with detrusor instability, sui and urge incontinence, urethrocele and cystocele. It was reported that patient underwent mesh removal on (B)(6) 2003. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection and vaginal scarring.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018